Manufacturer narrative:
(B)(4).

Event description:
It was reported initially reported that "the mandrin bent during implantation, making it impossible to insert the catheter. The end of the cannula is splitting." The customer returned 4 used kinked guidewires. Additional information was requested from the customer; however, further details have not been provided at this time. Associate MDR numbers include: 3006425876-2026-00228, ., 3006425876-2026-00414, and 3006425876-2026-00413.

Event description:
It was reported initailly reported that "the mandrin bent during implantation, making it impossible to insert the catheter. The end of the cannula is splitting." The customer returned 4 used kinked guidewires. Additional information was requested from the customer; however, further details have not been provided at this time. Associate MDR numbers include: 3006425876-2026-00228, 3006425876-2026-00415, 3006425876-2026-00414, and 3006425876-2026-00413.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual and microscopic examination confirmed the presence of multiple kinks along the guidewire body. Dimensional measurements were within specification limits. Functional testing demonstrated that the guidewire could be advanced through an introducer needle, with minor resistance noted at the kinked locations. A device history record review could not be performed as no lot number was provided. Based on the investigation findings, the damage observed is consistent with unintentional use error involving the application of undue force. Teleflex will continue to monitor and trend for reports of this nature.